Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient presented a remote merlin transmission with episodes of non-sustained right ventricular oversensing. It is suspected the oversensing episodes are possible myopotential oversensing. It was suggested to try to replicate oversensing with deep breathing or coughing. It is recommended to turn the low frequency attenuation filter off. No further information is available.